Event description:
It was reported to medtronic neurosurgery that the three way stopcock disconnected from the patient line tubing. It was also reported that there was no patient impact and that the duet was replaced with a new unit.

Manufacturer narrative:
The returned unit was patent. It met requirements for the leakage test. The drip chamber stopcock was observed to be unadhered from the bottom of the drip chamber. Adhesive was observed on the exterior and the interior of the connection. It is unknown how or when the damage occurred. A review of the manufacturing records showed no anomalies. Additional device information: it was later discovered that the original report was for a drip chamber stopcock disconnect, not a patient line stopcock disconnect. (B)(4)

Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.